Event description:
It was reported a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonary position for six (6) years, twenty-nine (29) days, underwent a valve-in-valve procedure due to unknown reason. The procedure was performed with a 26mm 9755rsl. The procedure went well and patient was transferred to recovery.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Per the event description, "it was reported a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonary position for six (6) years, twenty-nine (29) days, underwent a valve-in-valve procedure due to mod-severe pulmonary stenosis and insufficiency." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including patient age at implant and tetralogy of fallot.

Event description:
It was reported a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonary position for six (6) years, twenty-nine (29) days, underwent a valve-in-valve procedure due to mod-severe pulmonary stenosis and insufficiency. The patient presented with fatigue, and exercise intolerance. The procedure was performed with a 26mm 9755rsl. The patient tolerated the procedure well, and patient was transferred to recovery. On pod #1, the patient was discharged.